Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.